Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the second mitraclip detaching from one leaflet. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The first clip (cds 0701 xtw 10910r473 ) was implanted successfully. A second clip (cds 0701-xtw lot # 11027r189) was advanced in the patient however it was noted that the imaging was challenging due to the shadowing from the first implanted clip. The clip was placed medial to the existing clip, but had a single leaflet device attachment (slda) post deployment. The clip was detached from the anterior leaflet. No further treatment was done and the procedure was complete with a final mr grade of 2. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported image resolution poor was due to imaging artifacts introduced by implanted device. There is no indication of a product quality issue with respect to manufacture, design or labeling.